Event description:
On 11/23/84 an aus device was implanted. On 03/05/87 the cuff and balloon were revised. On 06/12/97 the cuff was removed from the patient and replaced because "1996" started to leak again."